Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 29.may.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 02.211.044 / (B)(4) was manufactured in us, monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation summary indicates that the manufacturing documents of all devices were reviewed and no complaint related issues were found. The documents show that these devices were made from implant grade material per the norm for wrought stainless steel implants for surgery. The review of the manufacturing documents has shown that also the packaging and sterilization of the devices was made per the specification. A visual inspection of the returned screws was performed and no deviation. It is unlikely that this breakage did contribute to the infection as the screw is made from solid implant grade material. The complaint is deemed unconfirmed as no product related issue could be detected. In general, following statement from the plate and screw implants can be mentioned: as with all major surgical procedures, risks, side effects and adverse events can occur. While many possible reactions may occur, some of the most common include: problems resulting from anesthesia and patient positioning (e.g. Nausea, vomiting, dental injuries, neurological impairments, etc.), thrombosis, embolism, infection, excessive bleeding, iatrogenic neural and vascular injury, damage to soft tissues incl. Swelling, abnormal scar formation, functional impairment of the musculoskeletal system, sudeck¿s disease, allergy/hypersensitivity reactions, and side effects associated with hardware prominence, malunion, non-union. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an initial surgery was performed on (B)(6) 2017 and screws with a variable-angle locking compression medial distal tibial plate (va-lcp) were implanted. Post-operatively the patient had an infection. It is not known if the infection is due to the implant damage (captured under linked complaint (B)(4)) or other reasons. Removal surgery will take place in 2-3 weeks. This report is for one (1) 2.7 mm va locking screw self-tapping with t8 stardrive recess 44 mm this is report 11 of 13 for complaint (B)(4).